Manufacturer narrative:
The failure for heat could not be duplicated through functional evaluation. Upon disassembly and visual inspection, it was determined that the gear head, motor, coil, cannula and back cap required replacement as they were affected by corrosion and wear. It is possible corrosion and wear may have caused the device to overheat as this could limit the rotational properties of the device. The gear head, motor, coil, cannula and back cap were replaced. The device passed all final inspection activities prior to return to the customer.

Event description:
It was reported that the device is getting hot during set up at the user facility. The procedure was completed successfully. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the device is getting hot during set up at the user facility. The procedure was completed successfully. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.